Event description:
It was reported that the patient fell asleep in the hospital bed with an "e-reader" device over the patient's chest. The physician noted pacing inhibition for 10 seconds and the patient's heart rate was 40 bpm. The patient woke up feeling dizzy. The device was noted have been functioning normally since and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.